Event description:
On (B)(6) 2014, the patient went to get a heart stress test done. The patient was laying down flat during the test, it must have shifted due to the pressure of laying down on top of the implantable neurostimulator (ins). They did two tests at 25 minutes each time, ¿it moved it or got damaged, it caused horrible pain.¿ ten days the pain started and it got worse. Soreness was noted. On (B)(6), the patient went to the ER, (B)(6) went to the doctor, and on (B)(6) had the device taken out. The patient is now on oral medication for the pain now. It was noted the patient wants to return the recharger and patient programmer. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).